Event description:
After a routine catheterization procedure, a 7f high-flow jls guiding catheter was inserted for percutaneous transluminal coronary angioplasty. While torquing the catheter in attempting to engage the left coronary artery, the catheter became kinked, and broke into pieces. The distal half of the catheter was left in the descending aorta. A 10 mm snare was introduced via the 7f sheath in the right groin and the distal end of the catheter was snared. Attempts to pull the catheter into the 7f guide sheath was unsuccessful, and the sheath could be felt to crimp and buckle under the pressure. Therefore, the snare was removed from the distal portion of the catheter in the aorta and removed, the 7f sheath was replaced with a 8f sheath. The distal end of the catheter was again snared securely and pulled into the distal portion of the 8f sheath, and then both the sheath and the catheter were removed.